Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia while using the ilet, including a documented blood glucose of 60 mg/dl, and inquired about performing a factory reset; frontline troubleshooting and education were provided, and additional training was arranged with direction to contact the healthcare provider. Symptoms included hypoglycemia with associated low-glucose manifestations. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included product support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and no identified device component issue, with the event assessed as user-related or use-environment related but ultimately of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.